Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2015 alleging a history settings (inaccurate delivery) issue. The blood glucose value was not provided. The reporter stated that a 911 emergency protocol was initiated. The patient was admitted to the hospital. The reporter stated that the patient was admitted also for an infection. There was no additional information at the time of the report. This report is being made due to the hospitalization the patient experienced due to an alleged history settings issue.